Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Sample analysis found no device failure or malfunction that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced a hernia event and was ¿repaired a couple years ago.¿ actual date of occurrence was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was not reported if the patient was hospitalized for the event. It was reported the hernia was "repaired a couple years ago." It was not reported if the hernia was present prior to pd therapy or if the hernia worsened after the start of pd therapy. The outcome of the hernia event was not reported. Action taken with pd therapy was not reported. No additional information is available.